Event description:
Related manufacturer reference number: 2017865-2023-35964. It was reported that on the atrial (ra)lead and the left ventricular (lv) lead were explanted and replaced. The patient's condition was unknown.